Event description:
Patient is reporting on a spinal stimulator that she didn't know was implanted. (B)(6) 2023 patient was in the hospital at (B)(6) hospital in (B)(6). During this visit patient had a lumbar fusion but wasn't aware that a spinal stimulator would be implanted. Patient had no complications thereafter. (B)(6) 2025, patient tripped and fell and went to the emergency room at the same facility. During this visit she was informed that she had a spinal stimulator in her back. The first few days after the fall she experienced pain and had bruises to her hands, wrists, and knees. Three to five days after the fall her symptoms spiked. She experienced a paralyzing effect on everything from her torso all the way down through her legs. Her hand/eye coordination was off and she had zero balance. Patient has had degenerative back issues since 2022 but never experienced anything so painful. In (B)(6) 2025 she was hospitalized for a septic infection that she feels the spinal stimulator could have contributed to. Patient conducted some research on the device and the device may have been recalled in 2017.